Manufacturer narrative:
Dixon c, cedano ER, pacik d, vit v, varga g, wagrell l, et al. Efficacy and safety of rezum system water vapor treatment for lower urinary tract symptoms secondary to benign prostatic hyperplasia. J. Urology 2015;86:1042-7. Http://dx.doi.org/10.1016/j.urology.2015.05.046.

Event description:
It was reported to boston scientific via an article published in the journal of urology that non-randomized pilot study was conducted in order to assess the 1-year efficacy and safety of the rezum system water vapor therapy to treat lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). A total of 65 men with moderate to severe bph underwent treatment with water vapor therapy. 20 patients were treated in the dominican republic, then 18 patients were treated in the czech republic, and finally 27 patients were treated in sweden. Follow-up assessments were conducted at 1 week, 1 month, 3 months, 6 months, and 12 months post-treatment. During the follow-up period, the following complications were reported: 25 cases of urinary retention, 14 cases of dysuria, 14 cases of urinary urgency, 13 cases of suspected urinary tract infection (uti), 10 cases of hematuria, 9 cases of poor stream, 7 cases of painful urination, 6 cases of nocturia, 5 cases of urinary frequency, 3 cases of urethral secretion without hematuria or stones, 3 cases of fever, 2 cases of urge incontinence, 2 cases of terminal dribbling, 2 cases of scrotal pain/discomfort, 1 case of urinary incontinence that was not specified, 1 case of uti prophylaxis, 1 case of prostatic urethral injury, 1 case of bladder spasms, 1 case of epididymitis, 1 case of prostatic cyst de novo, 1 case of hesitancy, 1 case of gross hematuria with clots and retention, 1 case of perineum pain/discomfort, and 1 case of pelvic pain/discomfort. It was also noted that two of the early patients proceeded to transurethral resection of the prostate (turp) at their 1 month and 6 month assessments. 36 patients were catheterized immediately after the procedure: 15 were at the physician's discretion, 14 were due to inadequate voiding, 6 were due to hematuria, and 1 was due to dysuria. An additional 11 patients were catheterized after they were released from the hospital: 10 due to urinary retention, and 1 due to the patient traveling.